Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "air in line" alarm. "During a blood transfusion, blood was noted to be leaking out of round vent (next to end of line). No leak noted when line was flushed with normal saline. No obvious crack was noted. Line was changed. No issue with new line." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the returned sample, it showed the back part of the label, and the lower part of the set had a circle. This indicated that the caresite and backcheck valve proximal to the patient were the locations where leakage was observed. However, the image is not sufficient evidence to confirm the defect reported. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.